Event description:
It was reported that during a vena cava filter placement procedure, the filter allegedly detached. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the denali filter system products that are cleared in the us. The pro code and 510k number for the denali filter system products is identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, an images and photo were provided for review. The investigation of the reported event is currently underway. (Expiry date: 09/2024).

Event description:
It was reported that during a vena cava filter placement procedure the filter allegedly detached. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter system products that are cleared in the us. The pro code and 510k number for the denali filter system products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the sample was not returned for evaluation, three fluoroscopic images, one venogram and one electronic photo were provided and reviewed. Fluoroscopic images demonstrate a vena cava filter with a fractured filter leg. There is a snare and catheter traveling from more proximal signifying that there is an attempt to remove the filter. One image shows a venogram, and the diameter of the vena cava appears smaller than average. The electronic photo from an operating room table that shows deployed filter and the detached pusher wire. Based on the findings, the investigation is confirmed for the reported detachment issue. A definitive root cause for the reported detachment issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4(expiry date: 09/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.